Manufacturer narrative:
Follow up report - problem statement: the customer reported the keyboard test fails due to the manual breath button fails intermittently. Device evaluation: the customer replaced the keypad overlay without resolution. Technical support advised the customer to replace the mmi to keypad cable or mmi pcba. Resolution and disposition: follow up attempts were made to obtain repair information from the customer. The customer reported the mmi pcba was ordered and received, but the repair is pending. If information is received, the complaint will be updated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the keyboard test failed. The customer reported there was no patient involvement.